Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the level detector turned itself off. The user reported the central control monitor icon turned gray. The perfusionist touched the icon and it turned back on. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.